Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that in the night of (B)(6) between 2 and 3 am the ECG cables of the m300 monitor were removed by the patient. The patient went to the toilet without the device and died. The customer asked dräger to clarify if the m300 and ics alarmed for this event.

Manufacturer narrative:
Log files of the cited m300 and ics, and the used m300 device were provided for the investigation. The m300 logs don¿t cover the reported time of the event as the user discharged the patient via the ics at 15:36:02 on (B)(6) and therefore deleted the data. The ics logs contain data starting on (B)(6), at 13:58:57 and do not cover the time of event as well due to staying in use after the event until dräger was notified on january 26th. As no log information was available the m300 was requested for hardware analysis. During testing the returned m300 was connected to a known working ics and a patient simulator. No issues or errors were detected and all alarms were appropriately announced at both the m300 and the ics. Based on the available information and submitted m300, there are no indications of malfunction or error by the cited m300 and ics. Functional assessment showed that the m300 worked as intended and no issues or errors were observed. If the patient removes the ECG electrodes, the m300 will generate an advisory "ECG leads off" alarm visually and audibly. This alarm will be submitted to the ics and the same advisory annunciation will be provided at the ics. Risk analysis was reviewed and it was determined that there are no new or revised risks.

Event description:
Please see initial report.